Event description:
Female, (B)(6), past history obesity, arterial hypertension and chronic venous ulcers. The (B)(6) 2011, initiation of local treatment with activated charcoal cloth dressing for chronic ulcer with recent degradation. The (B)(6) 2011, generalized itchy rash, in a aeg context (alteration of the general state).

Manufacturer narrative:
(B)(4). Conclusion - reaction, local. Dressings were kept in place with profore. Following removal of the dressings and introduction of a corticoide symptomatic treatment, the patient has since fully recovered.